Event description:
It was reported during a revision on (B)(6) 2022, the ipg was explanted and replaced due to being unable to communicate with external devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.